Event description:
It was reported that a patient¿s stimulation had been off and it was unknown how long it had been off. It was unknown the last time the patient felt stimulation. The reporter stated that the patient was put into the hospital on 2013 (B)(6) and the patient had pneumonia and a urinary tract infection. It was reported that the patient had a catheter and the reporter wanted to know if it was ok to turn the patient¿s stimulation on. It was noted that the patient had an appointment with their healthcare professional on the day of the report. It was later reported that the patient had a catheter in and the doctor wanted her to take it out 7 hours before he saw her. It was noted that the reporter was afraid that if the device wasn¿t ¿set up¿ the patient was going to be ¿leaking everywhere.¿ it was reported that the patient was in the hospital for pneumonia and got out ¿a few days ago.¿ it was noted that the patient contracted a urinary tract infection while in the hospital. It was later reported that the patient was doing fine and was put on an antibiotic ¿just in case.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v839811, implanted: 2011 (B)(6); product type lead. (B)(4).